Manufacturer narrative:
Analysis was performed a philips field service engineer (fse), who went onsite. The fse performed diagnostic tests with a pronk sim cube and live test. The fse found that the monitor functioned perfectly. Based on the results of the analysis, the product malfunction was unable to be confirmed. The device was confirmed to be operational, and the device was returned to use at the customer site.

Event description:
Philips received a complaint on the earlyvue vs30 indicating that the non-invasive blood pressure (nibp) was inaccurate. The device was in use on a patient at the time of the event. There was no adverse event reported.